Event description:
It was reported the device system was explanted due to persistent bacteremia on (B) (6) 2009. The patient had a medical history of end stage renal disease with hemodialysis. The patient is reported to have died 9 days later of septic shock. Follow up information from the physician reported the patient underwent a transesophageal echocardiogram (tee) which showed vegetation on the leads. It was determined "that his ICD was likely seeded from an osteo (osteomyelitis) in both feet." It was determined the other leads and device were non medtronic products. It was further reported the patient became hypotensive, had a pea (pulseless electrial activity) arrest, and was transferred to the intensive care unit on (B) (6) 2009. There he had positive blood cultures for gram negative rods and despite aggressive treatment with antibiotics and pressors, he did extremely poorly. The family decided to withdraw support and the patient subsequently died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned and analyzed. It was later reported by the physician that the cause of death was endocarditis/sepsis and was not related to a malfunction of the device or lead system.

Event description:
It was reported the device system was explanted due to persistent bacteremia in 2009. The patient had a medical history of end stage renal disease with hemodialysis. The patient is reported to have died 9 days later of septic shock. Follow up information from the physician reported, the patient underwent a transesophageal echocardiogram (tee) which showed vegetation on the leads. It was determined "that his ICD was likely seeded from an osteo (osteomyelitis) in both feet." It was determined the other leads and device were non medtronic products. It was further reported the patient became hypotensive, had a pea (pulseless electrical activity) arrest, and was transferred to the intensive care unit nine days later. There he had positive blood cultures for gram negative rods and despite aggressive treatment with antibiotics and pressors, he did extremely poorly. The family decided to withdraw support and the patient subsequently died.

Event description:
It was reported the device system was explanted in 2009, due to persistent bacteremia. The patient had a medical history of end stage renal disease with hemodialysis. The patient is reported to have died 9 days later of septic shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. Full lead returned and analyzed.